Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the faulty air detector was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's air in line detector was not functioning properly. There was unknown delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.